Event description:
The catheter had been placed in pt in or 3/29/97. On 3/31/97 variable drainage noticed. In the evening, pt complained of burning at tip of penis and urine not draining, but some leakage. When removed, only 2cc of water remained in the balloon.